Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) stent difficulty withdrawing. (B)(4) stent suture broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex esophageal fully covered stent was implanted without issue to treat a refractory benign stricture in the esophagus during an unknown procedure performed on an unknown date. Reportedly, the patient's anatomy was tortuous but had not been dilated prior to stent placement according to the complainant, during a scheduled stent removal procedure performed on an unknown date, the physician experienced difficulty withdrawing the wallflex esophageal stent when the stent suture on the proximal end of the stent broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.